Manufacturer narrative:
Device passed the operating currents, self test and displacement test however , device received with display anomaly due to cracked bleeding lcd. No low battery alert during test noted.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the operating currents, self test and displacement test however , pump received with display anomaly due to cracked bleeding lcd. No low battery alert during test noted.

Event description:
The customer reported via phone call that they can not read what insulin pump was saying. Customer¿s blood glucose level was unknown. Customer decline to troubleshoot for documentation to helpline. The insulin pump will be returned for analysis.